Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the pump "was losing 2-3 minutes. At the time of the report, customer's blood glucose level was 96 mg/dl. Tandem technical support guided the customer through adjusting the pump time.